Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported having tmj dysfunction and it clicks/hurts every time they open their mouth because of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.